Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 122", "pacer fault 123" and "pacer fault 126" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.